Event description:
A nurse from the user facility reported six pts developed endophthalmitis over a three day period. Three different surgeons were involved. Lot numbers for product being used were provided as part of the facility investigation. Two delivery system cartridge lots were identified. No pt data was supplied. During f/u, the nurse stated she believed the delivery system cartridges may have contributed to the reported cases of endophthalmitis. Pt data was provided for only 4 of the 6 pts. In this case, the endophthalmitis occurred in the first 24 hrs following surgery. The pt was treated with pred forte 1% drops and the surgeon reports the pt has an excellent prognosis. No surgical intervention was required and no cultures obtained. The cartridge lot number used for this pt was not specified. This is # 3 of 4 reports being submitted: 1119421-2006-00133, 1119421-2006-00134; 1119421-2006-00136.

Manufacturer narrative:
Data for # 1 of 2 lot numbers identified: catalog # 8065977759. Lot # 944686. Expiration date - 10/31/2008. Mfg date: 12/08/2005. Data for # 2 of 2 lot numbers identified: catalog # 8065977759. Lot # 950212. Expiration date: 11/31/2008. Mfg date - 01/05/2006. Eval summary: seven unopened devices were returned from lot 950212. The pouches were visually inspected for seal integrity and no abnormalities were observed. All seals remained intact. Limulus amebocyte lysate (lal) testing was conducted and all samples met the in-house limit of 0.125 EU/ml. No samples were received from lot 944686. The lot number of the complaint product used for this event was not identified. Sterilization records were reviewed for both lot numbers provided and the sterilization cycles ran within all required parameters with no anomalies. Product history records were reviewed for both lot numbers provided and all documentation indicates the product met release criteria. The reports for this facility are the only complaints that have been received for these lots. The MFR's internal. This report was mailed to the FDA on: 06/02/2006.